Event description:
Valve explanted after one month due to prosthetic mitral valve endocarditis and mitral valve regurgitation. Source of endocarditis unknown; staph aureus organism was reported. No further info was provided.